Event description:
It was reported that the device exhibited an 'air detector port covered removed' alarm. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. Medication - 5fu.

Manufacturer narrative:
D4: UDI number unavailable. G4: 510k number unavailable. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to the cover for the air detector port on the side of the pump not being properly attached for the pump to operate. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.